Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional outcome details were received.